Event description:
The customer reported that the remote alarm was not functioning. The ventilator was in use, and the customer reported there was no pt harm. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm may not sound. The respironics service technician reported the remote alarm jack in the rear of the ventilator was loose and making an intermittent connection. The service technician replaced the main pcb board to correct the customer reported problem. Final testing was completed and all tests passed per operating specifications.